Manufacturer narrative:
Philips investigated this complaint, which is a reoccurrence of issue (B)(4). According to additional information collected, the procedure was aborted and continued using mobile system. A philips field service engineer (fse) inspected the system onsite and found a loose connection between the geometry module and the system at the trolley level. Adjusting the connector restored system functionality. Upon further inspection, fse confirmed that the emergency stop button of the geometry module was damaged due to mishandling. The fse recommended replacing both the emergency stop button and the geometry control module and provided a quotation for the replacement parts. Despite the hardware concerns, the system was fully operational and functioning as intended at the time of the inspection. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the issue resulted from mishandling of the geometry module, philips has concluded that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's emergency stop button was broken, and the emergency stop was activated. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.